Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that the patient experienced complications from the anesthesia during the procedure. In (B)(6) 2014, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device & delivery system was used and the closure device was implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. Mitral clipping was also performed as a concomitant procedure. During the procedure, after receiving general anesthesia from the implant procedure, the patient showed symptoms of anesthesia intolerance, including hypotension, cardiac decompensation, dilutional anemia, which was treated with noradrenaline and akrivor. The mitral clipping and the implantation of the watchman device were performed without any complication, but the patient experienced a prolonged arousal after anesthesia for device implantation due to worsening of preexisting hepatic and renal insufficiency. The patient was hemodynamically instable and stayed intubated. Two units of blood/plasma transfusion was performed in addition to pharmacologic cardioversion. One day post procedure, the patient was hemodynamically stable, and eight days post procedure, the patient recovered from hypotension, cardiac decompensation and dilutional anemia and the patient was discharged from the hospital.